Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified unspecified vessel. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation and was inflated twice at 20atmospheres. However, on the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the complaint device was inflated to 20 atm which is above the rated burst pressure. The sterling otw dfu states: inflation in excess of the rated burst pressure may cause the balloon to rupture. (B)(4).